Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but no interrogation was able to be performed. This device remains in service. No adverse patient effects were reported.